Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of bent grips-severely to be related to the customer reported complaint. There was a 0.031¿ offset the tips. The instrument was found to have one bent grip, causing misalignment of the grips. The grips do not show cracking damage. As a result, the clips would not release. Additionally, the clip applier instrument failed the clip test due to misapplication of the clip. The instrument passed engagement and able to retain clip through engagement but could not apply the clip.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not fully clip. The tips of the instrument appeared bent. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to an unsuccessful clip application. The medium-large hem-o-lok clips were used. The size of the clips used were small. The issue was not a vessel or tissue issue. The vessel or tissue bundle was not greater than the specified diameter. The issue occurred on the first attempt. The issue was resolved with a backup clip applier instrument.